Event description:
M.d. Tried to fill saline implant. It would not work, so dr tried tubing from another implant. It still wouldn't work. The valve on the implant was defective, so 2 implants were wasted on this case.